Event description:
Upon follow up, patient's vision is being monitored while awaiting an enhancement.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Manufacturer narrative:
The system history shows that the laser was verified successfully prior and after the date of treatment. Logfiles review shows that all treatments were completed to 100 % without interruption and all laser system functions were within specifications at this day. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. The pre-operative subjectively higher measured astigmatism potentially caused the appearance of the inferior steeper appearance of the cornea. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
An optometrist reported mixed astigmatism with a different axis from pre-operative refraction in a patient's right eye approximately three months post photo refractive keratectomy (prk). Patient reported vision is blurry. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.